Manufacturer narrative:
Continuation of d10: 1103 vad implanted on (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery exhibited a power disconnect alarm. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller with no anomalies observed. Internal inspection of the battery did not reveal any anomalies. Log file analysis also revealed that the controller in use during the analyzed period ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed one (1) instance involving (B)(6) within the analyzed period where the battery¿s relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a power adapter or a battery with an rsoc greater than 25%. As a result, the reported event was confirmed. Log file analysis also revealed one (1) low flow alarm was logged on (B)(6) 2024. The observed low flow alarm is an additional finding, not related to the reported event. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The batteries were lubricated prior to release. Possible root causes of the reported communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.